Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm volume and vibration were too low. Reportedly, an obstruction was blocking the speaker holes. Reportedly, the customer cleaned the speaker holes and cleared the alarm. There was no reported adverse impact.